Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. It was reported that insulin pump went into threshold suspend. Customer's blood glucose reading was 240 mg/dl. Nothing further reported.